Event description:
It was reported that the patient had a skin flap infection. On (B)(6) 2013, the patient had a skin reaction and a hematoma near the implant site and was admitted to the hospital and treated with antibiotics (keflin and cephalexin). On (B)(6) 2013, the patient was transferred to the emergency room and treated for bleeding at the implant site and device extrusion. The patient's device was explanted. The patient is being monitored.